Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a posterior microvascular decompression procedure, an imprecision was observed after the incision by about a centimeter. Accuracy was verified after registration and the reference frame had not moved. The surgeon completed the procedure with the use of the navigation system and accounted for the imprecision. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. No additional information was provided.